Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient being in pain, the surgeon tried this change out to relieve the discomfort. It is unknown if there was any dislocation.